Event description:
Extracting the novorapid insulin from the cartridge before injecting his dose [wrong technique in drug usage process] novopen he used with novorapid was broken, disc at the end of the piston rod has come away, insulin is not coming out [device breakage] hospitalised for 6 weeks due to a kidney infection [kidney infection]. Case description: does the incident represent a serious public health threat? No. This serious spontaneous case reported by a consumer from the (B)(6) as "hospitalised for 6 weeks due to a kidney infection" beginning on an unk date in 2013 and "novopen he used with novorapid was broken, disc at the end of the piston rod has come away so the insulin is not coming out," and "extracting the novorapid insulin from the cartridge before injecting his dose," beginning on an unk date. It concerns a male pt born (B)(6), who was treated with novorapid penfill (fast acting insulin aspart) from an unk date in 2007 and novopen (insulin delivery device) from an unk date for diabetes. Pt's height not reported. Medical history includes diabetes mellitus (type and duration unk). The pt reported that the novopen he used with novorapid was broken. The disc at the end of the piston rod had come away so the insulin was not coming out. The pt could not remember the exact name of the pen because he had left it at home. He was currently using disposable syringes and extracting novorapid insulin from the cartridge before injecting his dose. The pt also mentioned, as a separate issue, that he had been hospitalised for 6 weeks since an unk date to an unk date in (B)(6) 2012 due to a kidney infection. He had antibiotics at the start of the injection but these were not effective so he was admitted into the hospital and given several intravenous antibiotics. He was discharged last week ((B)(6) 2013). The pt was on the mend now and his appetite had returned. Action taken to novorapid penfill and novopen was reported as unk. Outcome for the event, "hospitalised for 6 weeks due to a kidney infection" was reported as recovering/resolving. Outcome for the events, "extracting the novorapid insulin from the cartridge before injecting his dose" and "novopen he used with novorapid was broken, disc at the end of the piston rod has come away, so the insulin is not coming out" was reported as unk. Company comment: this male type ii diabetic pt who was born in (B)(6) stated that his novopen was broken off, so that he was taking novorapid from the cartridge before injection. The pt experienced kidney infection. Novo nordisk has recommended using insulin delivery device (novopen or flexpen) according to the instruction manual, of which any deviation may cause an uncorrected dose administration and consequently cause undesirable effects on the pt. Furthermore, diabetic pts are in general more susceptible to infection as high blood glucose level can weaken the pt's immune defenses.